Manufacturer narrative:
(B)(4): damaged sleeve assembly. Evaluation summary: the analysis results found that the h12lp was received with the sleeve housing assembly orifices cracked and housing cap is loose; thus making the instrument non-functional. As each device is 100% visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lavh, air leaked from the device. Another device was used to complete the case. There was no adverse consequence to the patient.